Event description:
The ortho summit processor instrument reportedly processed several microwells plates with various microwells on each plate consistently reading low ods and negative ods, ie., od readings below the assay qc criteria for sample od values. No death or serious injury was associated with this incident.